Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported that the pocket was not fully closed during the initial implant procedure, one week prior. There were no additional adverse effects reported. The pacemaker was explanted and replaced. The leads remain in-service.